Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began three weeks prior to contacting lifescan. The patient reported obtaining a blood glucose reading of 10.1mmol/l on the subject meter and 6.2mmol/l on a laboratory device, obtained within 10 minutes of each other. Based on statistical methodology, these readings exceed lifescan¿s criteria for accuracy. The patient manages their diabetes with a combination of medication, including metformin and invokana. The patient reported exercising one week before the reported laboratory test. The patient reported that 30 minutes after the reported blood glucose test they developed symptoms of ¿light head, feeling like passing out and weak feeling¿. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.